Event description:
It was reported that "when the rn was changing the dressing, blood squirt out of the sheath of the catheter and onto the pt and the rn." Additional info from the sales representative in 2008, states that non-indwelling catheter in the kit that is used for doing the modified seldinger technique for placement was placed as a radial catheter. When the pt was transferred to the surgical intensive care unit a hole developed causing loss of blood. No transfusion was required and there were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.